Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the patient line and experienced a leak. The patient was connected during the time of the event. This was observed during dwell four of four of peritoneal dialysis therapy. It was further reported that when they moved the transfer set disconnected from the patient line. The hp stated that they did properly tighten the connection before therapy started. Renal therapy services assisted with ending the therapy and recommended to contact the nurse. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.